Event description:
The physician was attempting to implant a 2.5 mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient that was pre-dilated and exhibited calcification and tortuosity, however it was reported that the stent deformed in the lesion and was removed from the patient. 2 other stents were implanted instead. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Three proximal segments and seven distal segments were intact. The remaining segments were bunched, raised, overlapping and deformed.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology; calcification and tortuosity present). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; calcification and tortuosity present). (B)(4).